Event description:
The stent came off the balloon while crossing the lesion. The stent was deployed in a healthy section of the vessel, not in the target lesion. No injury to patient reported.

Manufacturer narrative:
Review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event. Additional information has been requested, should it become available, a supplemental report will be sent. Stent was implanted.